Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is unable to remove the battery cap on the insulin pump and it is out of battery. Customer's mother was advised to remove the battery cap with a quarter; the battery cap could not be removed. She was then instructed to try with a large, flat head screwdriver; the cap could not be removed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and stripped battery cap coin slot.